Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta. She had to undergo surgery multiple times due to erosion of the mesh, dyspareunia etc. Diagnosis or reason for use: pelvic organ prolapse.